Event description:
Information was received that during aspiration of the pronated patient, the sealing valve of the portex catheter was pushed together with the probe into the patient's tube. There were no adverse events reported.